Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. One clip was implanted. The following day, on (B)(6) 2025, a single leaflet device attachment (slda) was observed. The clip was detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to 4. Per the physician, the slda was due to pre-existing patient anatomy. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and per the physician, the single leaflet device attachment resulting in mitral regurgitation was due to pre-existing patient anatomy. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Correction b3 - date of event: 15jan2025.